Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. Prior to procedure, dark spots were observed on the device image. The procedure was not completed due to this event. No patient complications were reported. It was further reported that the patient was not sedated at the time of the procedure, and the procedure was completed with a non-boston scientific device. The patients condition post procedure was normal and good.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that the event of dark spots in the image of the device was defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: this investigation is assigned an investigation conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for there were dark spots in the image of the device was likely related to an unintentional interaction of the product. The event was resolved by properly cleaning the motor contacts.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure. An ilab ultrasound imaging system was used for intravascular ultrasound (ivus) examination of the target lesion. Prior to procedure, dark spots were observed on the device image. The procedure was not completed due to this event. No patient complications were reported.